Manufacturer narrative:
(B)(4). D10: 150476, oss poly tibial bushing, lot 66090337 150493, oss reinforced yoke, lot 65889383 150410, oss tibial poly bearing 12mm, lot 65803951 150445, oss cmntd prox tib stem 11x150, lot 179110 cp113462, oss 9cm prox tib mod cocr, lot 064520r 150477, oss poly femoral bushings, lot 65935670 150478, oss poly lock pin, lot 65974062 150480, oss axle, lot unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent implantation of zimmer biomet devices on an unknown date. Subsequently, the patient has been indicated for a possible revision due to pain in the tibial region. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6, h10 the following section was corrected: h4 the reported event could not be confirmed. No devices or photographs were received; therefore, the condition of the components is unknown. Review of the device history record identified no deviations or anomalies during manufacturing. X-ray images were received and could not be reviewed by a healthcare professional, as the images were not dated and full construct was not visible. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.